Event description:
It was reported that while resetting trays on an unknown date, two drivers were warped. There was no patient involvement. Upon manufacturer investigation, it was determined that the tip of the hex driver was heavily stripped. This report is for a 2.5mm hex driver shaft self-retaining l 100mm qc. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2023. E3: reporter is a synthese employee. H3, h6: part: 03.133.175 synthese lot: pu139436 supplier lot: pu139436 release to warehouse date: (B)(6) 2019 supplier: paragon medical no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual analysis of the returned sample revealed that the tip of the device was heavily stripped. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The deformed allegation cannot be confirmed. After a visual inspection per guidance, it was determined that the reusable instrument device was stripped from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was unconfirmed as the observed stripped of2.5 hex driver sft self-retaining l 100 qc [03.133.175]. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.